Manufacturer narrative:
Citation: miyazaki y coronary obstruction occurring 72h after transcatheter aortic valve replacement with a self-expandable valve. Int j cardiol. 2016 nov 15;223:1-3. Doi: 10.1016/j.ijcard.2016.08.132. Epub 2016 aug 7. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) -years female with medical history of severe aortic stenosis, percutaneous coronary intervention with drug-eluting stent who underwent implant of 26 mm medtronic corevalve bioprosthesis. (Serial number not provided). It was reported that prior to the implant of this transcatheter bioprosthetic valve pre- balloon aortic valvuloplasty (bav) was performed to dilate severely calcified aortic annulus. Three-days after the implant of this valve atrial fibrillation with tachycardia and low blood pressure was reported. Coronary angiography revealed severe obstruction of left coronary artery which required stent implantation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and the event was previously reported in MDR 2025587-2016-00142 and MDR 2025587-2016-00142 from (B)(4). If information is provided in the future, a supplemental report will be issued.